Event description:
Additional information received reported the implantable neurostimulator's factory settings would not allow the patient to turn her amplitude up. Programming resolved the issue and the patient was receiving good therapy.

Event description:
It was reported that the patient was feeling stimulation when she left the hospital following implant of the neurostimulator. However, later in the day the patient did not have any stimulation sensation and she was unable to adjust stimulation. The patient programmer was showing all three lights next to the icons, and the patient heard 3 beeps when trying to increase stimulation and 1 beep when trying to decrease stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3487a-33, lot# j0007963v, implanted: (B)(6) 2000, explanted: unk; lead: model 3487a-33, lot# j0007963v, implanted: (B)(6) 2000, explanted: unk; extension: model 749851, serial# (B)(4), implanted: (B)(6) 2000, explanted: unk; programmer: model 7434a, serial# (B)(4).